Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced discomfort at the anchor site of their cervical lead. As such, surgical intervention took place wherein the lead and anchor were explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.